Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that he is experiencing low blood glucose levels. Customer's blood glucose at the time of the incident ranged from 40 to 332 mg/dl. Customer treated with a glucose tab along with granola and some yogurt. Troubleshooting was done. Product is not expected to return.